Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. The contact did not provide further information. Although multiple attempts were made to obtain additional information, the customer did not reply to the requests.